Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00222.

Event description:
It was reported that x-rays showed two closure tops backed out from the pedicle screw housings post-operatively. Since fusion had occurred, a revision surgery was performed where the construct was removed without replacement. There were no further patient events. This is report one of two for this event.

Manufacturer narrative:
The closure top was not returned, however a photo of an x-ray was provided and used for evaluation purposes. The closure top was confirmed to have migrated. The cause cannot be determined since the device was not available for examination. The lot number was not provided so the DHR is unable to be reviewed. The labeling was reviewed and found to contain instructions regarding proper device installation.